Event description:
It was reported that 4 years prior to the report, the patient had excruciating pain. The ¿internal device¿ had reportedly ¿turned around¿ and was ¿hitting a nerve¿. The patient had surgery to fix it and a new device was implanted on the ¿other side¿. The patient had had good results since then.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v021266, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).